Event description:
It was reported that after approximately four months of an achilles repair procedure with regeneten, a patient had severe pain and swelling of the achilles area. A CT showed an abscess within the achilles tendon so an incision was made to debride the area. The cultures showed a mssa infection. The patient was treated and the infection was resolved.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that the reported swelling, pain, necrotic tissue, mssa, esr 21, and the CT report that revealed an abscess within the achille¿s tendon were all consistent with the reported post-surgical infection. However, based on the information provided the definitive source of the reported infection could not be determined, although, user technique/non-compliance as potential contributory factors could not be ruled out. It cannot be concluded that the reported abscess is a malfunction of the regeneten implant vs a complication of the surgical procedure. Reportedly, the patient was last seen on (B)(6), still on boot therapy without signs of infection. According to the report, the patient was a no show for his last scheduled follow-up appointment. However, it was reported that the infection was resolved after treatment was provided. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated. H11: h2: corrected information: 510k, d1, d2, d4, h4 and h6: health effect - impact code.

Manufacturer narrative:
H11: h2: corrected information: d4: unique identifier (UDI) #.